Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that after a cori assisted tka surgery, the adhesive of the ri robotic drill attachment came out, per picture attached, it seems to be deformed. Also, the metal ring rotates inside the attachment, which should be normally firmly anchored. Since the issue occurred after procedure, patient was not longer involved.

Manufacturer narrative:
Section e1 was updated. Section h10: the ri robotic drill attachment, p/n rob10015, sn (B)(6) used for treatment was not returned for evaluation, however a field report photo was provided for review. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The photo shows the wiper is deformed. The most likely cause of this event is natural wear and tear. Although the reported problem of "metal ring rotates inside the attachment" could not be confirmed through a photo, a factor that may have contributed to the reported symptom may have been associated with bearing deterioration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).